Manufacturer narrative:
Device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6)2023. The lens was explanted on (B)(6)2023 due to low vaulting. The lens was replaced with a longer lens but the problem was not resolved. See MFR. Report # 2023826-2023-03107 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. There was fiber on lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).